Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. During evaluation of the device at the manufacturer's service center, a failure of the device to power on and a failure to charge the internal battery was observed. The device's system board and internal battery were replaced to address the issues.